Manufacturer narrative:
During processing of this complaint an attempt was made to obtain complete event information. A search of the complaint files was completed, and no other complaints were identified with the same lot number. The device was not returned to vasorum ltd for examination. The implant remains in the patient. The patient was stable post procedure and discharged the following day. All available information has been placed on file in the customer complaint files of vasorum ltd. For appropriate tracking, trending and follow-up. No corrective/preventative actions will be taken at this time. This report is the final report being submitted by vasorum ltd.

Event description:
It was reported that the physician attempted closure with 5f celt acd plus. During closure the operator performed step 1 and 2 of deployment under ultrasound guidance and utilizing the blood signal, but when attempted to eject/detach the implant the lever wouldn't move with the usual force applied. Operator then increased the pressure and the implant detached and migrated downstream, becoming lodged in a side branch of the superficial femoral artery. The closure procedure was completed with manual pressure and hemostasis was achieved. Patient was stable and discharged same day.